Manufacturer narrative:
The home pt's husband indicated that they were not interested in returning the machine for an evaluation.

Event description:
A customer contacted baxter's technical service center to report the home pt (hp) feels full with the homechoice (hc) machine during fill 1 of 4. Per the initial report, the fill volume was 1028 ml and there was no alarm with the hc machine. The caregiver (cg) has questions regarding the drain cycle and why the hc drain volume increases and decreases at times. The technical service rep (tsr) explained the hc and it's "push/pull" (to determine if the pt is empty) to the cg. Cg states that the hp is feeling pain and discomfort in their abdomen. The tsr had the cg press stop. The fill volume was 2004 ml. The tsr started a manual drain. The cg stated that the peritoneal dialysis nurse instructed them to bypass the low drain volume alarms. During a follow up with the peritoneal dialysis nurse, it was reported they did not instruct the pt to bypass low drain volume alarms. The hp's abdomen was reportedly distended and they felt like they were holding fluid in their limbs. The drain volume was 2248 ml. The cg states that the hp is still complaining of a burning sensation in the left lower quadrant of their abdomen. The tsr advised that the hp disconnect from the machine and seek medical attention in the nearest emergency room. The home pt was not hospitalized. The pain reported in the abdomen was determined due to extreme constipation. This also caused issues with draining. The pt was given a laxative for the constipation as well as flushes. X-rays were taken of the abdomen and everything was determined to be fine.